Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was successfully weaned from the impella device and noted to have survived the explant. Section d6b has been updated accordingly. Patient demographics (a4 weight) were confirmed as initially reported.

Manufacturer narrative:
B3 date of event was confirmed as initially reported. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received indicating that the no allegation of lung effusion was initially reported. Three days later, a lung effusion was identified on chest x-ray and treated with surgical washout. There was no allegation that the pump caused the effusion.

Manufacturer narrative:
B1: corrected date of event.

Event description:
An impella 5.5 was inserted via the direct surgical approach at the aorta to support the 53 year old male patient who had been admitted in for the coronary artery bypass surgery that was planned due to known coronary artery disease. Other medical history was not shared. The pump was supporting when on day of implant there was an active chest bleed that caused a volume deficiency and drop in hemoglobin levels. The team infused 2 units of blood. Three days later the team observed a effusion on the chest x-ray. The team elected to have the lung effusion remedied in the operating suite with a washout. There was no allegation the pump caused the effusion. The reported bleeding and requirement for blood transfusion are consistent with bleeding complications and the anticoagulation/purge requirements associated with impella support. The pump remains on for support despite the harm, and is currently still supporting with wean/explant not yet planned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.